Manufacturer narrative:
.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received components. . Bone ongrowth was found on the proximal region of the stem, which was well adhered. No material deviations in the stem were found during this investigation.

Event description:
It was reported that revision surgery was performed due to a fracture of the device.